Manufacturer narrative:
Concomitant products: carto 3 system: model #:m-4800-01, serial#:(B)(4); coolflow pump: model #: unknown, serial#:(B)(4); stockert generator: model #: unknown, serial#(B)(4). (B)(4).

Event description:
It was reported that during the idiopathic ventricular tachycardia (idvt) procedure while the ez steer thermocool sf navigational catheter was at the right ventricular outflow tract - (rvot), the patient complained about left shoulder pain. An echo confirmed perforation. A pericardiocentesis was performed and approximately 300-400 cc of fluid was removed. The patient was stabilized. Upon request, clarification was provided on the event. The event was life threatening. During mapping, the patient was noted to have a gradual drop in blood pressure. The patient complained of mild right shoulder discomfort around the same time. An intracardiac echo revealed a pericardial effusion. Using a subxiphoid approach, a pericardiocentesis was performed. The patient had an immediate restoration of blood pressure. Since they were mapping in the paraseptal region of the rvot, a pericardial effusion was most likely. The physician did not experience any difficulty in manipulating the catheter. The physician did not notice any abnormal signals. The patient did not have any ablations before the event. The rf generator was set to power control mode. The temperature cut off setting was set to 45 degrees. The flow setting was set to 2ml/min during mapping. A long sheath was not used. There was no anticoagulation in the procedure. The patient remained stable without further evidence of effusion and was discharged. The patient fully recovered with no residual effects. Follow-up will include an MRI to access the underlying etiology of his ventricular tachycardia, such as sarcoidosis or arrhythmogenic right ventricular cardiomyopathy. The physician¿s opinion on the causality of the adverse event was that it was procedure related. The patient¿s baseline before the procedure was longstanding history of non-sustained and sustained palpitations secondary to monomorphic ventricular tachycardia. Hypertension and degenerative arthritis also noted in his history.

Manufacturer narrative:
Multiple attempts have been made to request for the complaint product to be returned for analysis. Product was not returned for investigation as initially reported. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).